Manufacturer narrative:
(B)(4).

Event description:
Trial patient contacted dexcom technical support on (B)(6) 2015 to report a missing sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. Upon removal of sensor pod, the patient stated the sensor wire was missing. The patient did not report any injury or medical intervention.